Manufacturer narrative:
Through (B)(6), distributor of the product, a user facility reported that following disinfection of dental instruments with maxicide opa high-level disinfectant, 3 patients experienced burning on their tongue when the dental instruments were used. Instruments are intended to be soaked in maxicide opa 28 for 10 minutes at room temperature (20 degrees celsius) and then are intended to be immersed in water completely for a minimum of 1 minute, all lumens flushed with rinse water, then discard the rinse water. This procedure is to be repeated for a total of 3 times to ensure that residual chemistry does not remain on the instrument before use with a patient. It was reported the dental tools being used during the procedure still retained some high-level disinfectant (hld) from the disinfection process. The 3 patients that experienced burning on their tongue were able to rinse their mouths with water to nullify the reaction and sought no medical attention. The device was found to be within the required specification. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
(B)(6), distributor of maxicide opa 28 high-level disinfectant (hld), reported on behalf of a user facility that following disinfection of dental instruments using maxicide opa 28 hld, 3 patients experienced burning on their tongue when the dental instruments were used during bonding procedures.